Manufacturer narrative:
Advanced bionics no longer considers this event reportable. This reported adverse event has been identified as a duplicate. Please refer to MDR#: 3006556115-2021-00257. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly underwent surgery to close a hole in the scalp where the headpiece sits in (B)(6) 2020. The recipient recovered and resumed use of the device.